Manufacturer narrative:
(B)(4): devices have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
Approximately one week post implant, the patient presented with itchiness and redness at the pocket site. The patient also showed symptoms at the lead incision site; it was a direct connect, so the lead incision site and pocket were close together. The patient had taken off the dressings prior to the post-op appointment. The patient was hospitalized for about a week getting benadryl and IV antibiotics. She was then discharged to home and was healing; the infection was not totally resolved. The patient was seen in the clinic on (B)(6)2010; the infection was not totally cleared but seemed to be getting better. On (B)(6)2010, the patient was seen and the itchiness had reoccurred at the pocket and the lead incision site. The patient also had a low grade fever. The entire system was then explanted. There was reported to be no patient injury. The patient recovered without sequela. It was noted that "the patient did have what appeared to be an infection during the trial prior to this implant as well".